Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6)-year-old female patient of unknown origin. Medical history included hypertension, spinal cord compression, vertigo and abdominal pain while on acarbose. Concomitant medications included acarbose for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 100 u/ml) through a cartridge via reusable pen (unknown humapen), 16 units each morning and 14 units each evening subcutaneously for the treatment of diabetes beginning in 2012. Since starting human insulin isophane suspension 70%/ human insulin 30% treatment, she was losing weight, before the treatment she was (B)(6) and after starting the treatment, it was (B)(6). On (B)(6) 2016, she was hospitalized in order to get an unspecified transfusion because of dizziness caused by a diabetic complication. Further details including discharge date were not reported. On (B)(6) 2016, she did not inject human insulin isophane suspension 70%/ human insulin 30% because her humapen broke down (product complaint pending, lot: unknown) and treatment was discontinued for unspecified reasons. On (B)(6) 2016 her fasting blood glucose was 8.7 and her postprandial blood glucose was 15-17 (no units). On an unspecified date, her hands trembled and she stated it was because of diabetes complication. As of (B)(6) 2016 she was not recovered from the events. Information regarding corrective treatment for the remaining events was not reported. As of 10-nov-2016 it was reported that the cause of weight loss was unknown and the diabetic complication that led to dizziness and tremor was cervical vertebra. Human insulin isophane suspension 70%/ human insulin 30% treatment was discontinued and it was unknown if it would be restarted. The patient was the operator of the humapen and her training status was unknown. The general humapen and suspect humapen durations of use were of approximately four years. The humapen was discontinued on (B)(6) 2016 and would be evaluated if returned. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% or the humapen. Update 07-nov-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 14-nov-2016: additional information received from the initial reporter via a psp on 10-nov-2016. Updated serious event of diabetic complication to cervical vertebra. Narrative was updated accordingly also reflecting unknown cause of weight lost. Upon review, ethnicity "(B)(6)" was removed due to it is a nationality not origin.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a female patient reported "the cartridge holder" of her humapen device (unspecified model) "was dropped and cracked." The patient experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Based on the complaint narrative, the damage to the device occurred while in the field. The user manual provides instructions for the proper care and storage of the device. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6).this solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter, concerned a (B)(6)female patient of unknown origin. Medical history included hypertension, spinal cord compression, vertigo and abdominal pain while on acarbose. Concomitant medications included acarbose for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin 70/30 100 u/ml) through a cartridge via reusable pen (unknown humapen), 16 units each morning and 14 units each evening subcutaneously for the treatment of diabetes beginning in 2012. Since starting human insulin isophane suspension 70%/ human insulin 30% treatment she was losing weight, before the treatment she was (B)(6)kg and after starting the treatment it was(B)(6)kg. On (B)(6) 2016 she was hospitalized in order to get an unspecified transfusion because of dizziness/vertigo caused by a diabetic complication. Further details including discharge date were not reported. On (B)(6) 2016 she did not inject human insulin isophane suspension 70%/ human insulin 30% because her humapen broke down (product complaint pending, lot: unknown) and treatment was discontinued for unspecified reasons. On (B)(6) 2016 her fasting blood glucose was 8.7 and her postprandial blood glucose was 15-17 (no units). On an unspecified date her hands trembled and she stated it was because of diabetes complication. As of (B)(6) 2016 she was not recovered from the events. Information regarding corrective treatment for the remaining events was not reported. As of (B)(6) 2016 it was reported that the cause of weight loss was unknown. As of (B)(6) 2016 was reported that the cause of dizziness/vertigo and tremor was worsening for spinal cord compression. Human insulin isophane suspension 70%/ human insulin 30% treatment was discontinued and it was unknown if it would be restarted. The patient was the operator of the humapen and her training status was unknown. The general humapen and suspect humapen durations of use were of approximately four years. The humapen was not returned. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% or the humapen. Update 07-nov-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 14-nov-2016: additional information received from the initial reporter via a psp on 10-nov-2016. Updated serious event of diabetic complication to cervical vertebra. Narrative was updated accordingly also reflecting unknown cause of weight lost. Upon review, ethnicity (B)(6) was removed due to it is a nationality not origin. Update 23nov2016: additional information received on 23nov2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 06-dec-2016: additional information received from the initial reporter via a psp on 25-nov-2016. Serious event of spinal disorder was recoded as spinal cord compression. Added serious event of vertigo. Narrative was updated with new information.